Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer reported using two 190 series scope at the time. The customer was advised to unplug the maj-1430 (videoscope cable exera ii) from the evis exera iii video system center and plug in a new series 190 scope. The customer then turned on the tower and had an image. The customer then took and captured a picture and there was no error was present. The customer was advised to keep the maj-1430 unplugged while using the series 190 series., the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had an e315 error. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to the maj-1430 or the scope. Olympus will continue to monitor field performance for this device.